Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, when unlocking the pump touch screen, the "warm up period" grey/green pie chart would appear where the blood glucose readings would usually display. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.